Manufacturer narrative:
(B)(4). The sample and all available information was forwarded to the manufacturer for further evaluation. They reviewed the device history record and there were no such defect encountered during in-process inspection and at final control inspection. The process cards show no abnormalities. Their report states they received one used (contaminated with blood) cannula hub of introcan safety without packaging. The capillary hub and protective cap were not returned for investigation. Visually inspected the returned sample and found that the safety clip was located at the middle of the cannula, not in engaged position. The returned cannula od was measured at 0.905mm and it was identified as g18, not g20 as per complaint. Process card showed there was no machine conversion between g20 and g18 during manufacturing period. Functionally tested the returned sample by repositioning the clip and retesting with a new catheter hub of g18 and upon withdrawal, clip was able to engaged onto the cannula tip. As the catheter hub was not returned , further evaluation was not possible. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device has not been received yet for evaluation and the investigation is ongoing at this time. A follow up report will be submitted when the results of the investigation become available.

Event description:
As reported by the user facility: clip did not deploy on to the tip. No injury.